Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose of 23 mmol/l and low blood glucose of 1.9 mmol/l. The customer treated for their high blood glucose with insulin pump. The customer alleges insulin pump was under delivering insulin due to insulin pump was making different noise with motor. Customer was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.